Manufacturer narrative:
This issue cannot be confirmed with product testing. (Corrected data): in the initial report "device not returned" was inadvertently checked off.

Event description:
Additional information received identified the issue resolved following the procedure.

Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ipg migration and discomfort at the ipg site following a significant weight loss. Surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with another mode.